Event description:
A report was received that a patient's precision system has been explanted. The patient reported that the device was making her pain worse. The explanting physician could not be reached and implanting physician has no additional information regarding the explant.